Manufacturer narrative:
Patent identifier: (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the flexible shaft connector came apart before the case, trocar was bent and stuck in the unknown 3.2mm wire guide sleeve and pliers was used to be used to remove the trocar, depth gauge was bent. Different items were used to finish the procedure. No fragments were generated. There were 4 minutes surgical delays. The procedure was completed successfully. The patient outcome was good. This complaint involves four (4) devices. This report is for (1) 3.2mm trocar. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) showed a slight bend about one quarter away from the distal end of the instrument which may hinder the functionality of the instrument. Additionally the yellow epoxy marking are missing. A device failure was identified. Functional test: a functional test could not be performed as the mating devices were not returned; however the bent condition would prevent the interaction of the device with others. Dimensional inspection: distal tip was measured as per relevant drawing and found to be conforming. Document/specification review: the relevant drawings were reviewed: based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the complaint are unknown. The missing epoxy was investigated under CAPA-005197. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.037.019 lot: 9116158 manufacturing site: bettlach release to warehouse date: 10.oct.2014 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.